Event description:
Ceramic liner fractured during insertion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The complaint states ceramic liner fractured during insertion. A review of manufacturing records and complaints database did not identify any anomalies. The DHR and coc were reviewed by ceramtec, and a report was received stating due to a lack of ceramic part further investigations cannot be done. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.